Event description:
It was reported that the patient's device and leads were removed due to bacteremia and a pocket infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419478 lead, implanted: (B)(6) 2008; 1788tc lead, implanted: (B)(6) 2007. (B)(4).